Manufacturer narrative:
A2) Patient Age - mean age was 64.2 ± 12.0 years.A3a) Patient Sex - 61 males, 14 females.A3b-A6) Specific patient/case detail was not provided.B4) Date listed is the date the manufacturer became aware.B6) Patient information regarding relevant tests/laboratory - Specific patient/case detail was not provided.D4/H4) The lot number was not provided, thus the following information is unknown: Model/Catalog Number, Device Serial Number, Unique ID, Expiration Date, and Manufacture Date. E) Although the journal article originated from China, physician and facility information are unknown; therefore, the information listed is the Corresponding Author of the journal article.H3) The device was discarded, thus no product investigation was performed.H6) Per IFU, death is listed as a potential adverse event with use of the ELCA device.Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the National Competent Authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A Philips employee became aware of a journal article (published online 13-MAY-2024) ¿Excimer laser coronary angioplasty combined with drug¿coated balloon in the treatment of in-stent restenosis¿. The study retrospectively aimed to investigate the safety and ef¿cacy of excimer laser coronary angioplasty (ELCA) combined with drug¿coated balloons (DCBs) in the treatment of in¿stent restenosis (ISR), and to explore whether the contrast injection technique (vs saline injection technique) would improve the neointimal tissue ablation of ELCA. A total of 85 lesions in 75 patients were enrolled in the study between January 2019 and October 2022. All lesions were sequentially treated with Spectranetics ELCA Laser Atherectomy Catheters.Complications included 1 patient who experienced no-reflow, and 1 patient underwent repeat target lesion revasculartizaton at 1-year follow-up (MDR #3007284006-2026-00409). Additionally, there was 1 cardiac death at 1-year follow-up.Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the Spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 13MAY2024 has been used, the date of publication.He, P et al 2024. Excimer laser coronary angioplasty combined with drug¿coated balloon in the treatment of in-stent restenosis. Lasers Surg Med. 2024;56:474¿484. DOI: 10.1002/lsm.23794.This report captures the death that occurred after use of the ELCA device. There was no alleged malfunction of any Spectranetics devices in use during the procedure.